Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? What is the current patient status? Yes, surgeon waits 15 seconds. They routinely pulse fire staplers. No device to return. The bleeding problems were developed post operatively. Not intraoperative. Patient status unknown.

Event description:
It was reported that the surgeon says the original case was a ileostomy reversal. He performed the first procedure with pcee60a and 4 gst60b reloads. They typically reinforce the staple line anastomoses and close the common opening with suture. No problems or bleeding from staple line were observed during case. The patient was closed and went to recovery. After several hours, the patient began bleeding postoperatively and blood was noticed rectally. The patient required two transfusions. They brought the patient back to the or about 6 hours later. Upon opening patient, the surgeon said he opened up the anastomoses to find two small areas of blood flow along the staple line. He did not say the staples were misformed. He then proceeded to revise the anastomoses with tlc 75 and two blue tcr75 reloads. The patient was closed and went back to recovery. The patient is doing fine now, but still in hospital.